Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Unable to perform complaint lot history check for plunger rod unable to move due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, plunger rod unable to move) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for plunger rod unable to move due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time unable to perform complaint lot history check for foreign matter (blocking the administration) due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, foreign matter) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for foreign matter (blocking the administration) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using unspecified bd insulin syringe foreign matter in the fluid path caused difficulty moving the plunger. There was no report of patient impact. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported by the customer that there seems to be something in some of the needles blocking the administration and plunger stops. There is something in some of the needles blocking the administration. Plunger stops. Date of event: (B)(6) 2022.